Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address nickel allergy and loosening of unknown component at cement to implant interface. Cement manufacturer is unknown. It was also reported that all implants were explanted and put in knee for hypersensitive nickel allergy. Doi: (B)(6) 2016. Dor: (B)(6) 2018, right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone disorder. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
Medical records reviewed: on (B)(6) 2016, the patient underwent a primary right knee revision to address osteoarthritis. The patella was resurfaced and depuy products were implanted with depuy cement. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision to address pain, metal allergy, and loosening. The surgeon noted the removal of osteophytes on the femur and tibia. Loosening was noted as the pre- and post-operative diagnosis but no specific details were given within the operative note. All products were revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.